Event description:
It was reported that "the balloon did not inflate before use." There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. As received the balloon latex appeared to be stretched at the section that remains attached to the distal bond. Latex and adhesive remained on the distal bond. Balloon was baggy around the proximal bond. This condition has similar appearance to latex being pushed proximally on the catheter. It the balloon was observed to be torn around the distal portion of the latex and extended into the distal bond. The edges of the latex appeared to have different shapes and could not match up. No latex deterioration was observed. All through lumens were found to be patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed under microscope at 20x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report was confirmed during the evaluation; however, it does not appear to be related to the manufacturing process as there was evidence that the balloon had been bonded to the catheter. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time.